Manufacturer narrative:
E1: name of initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was not determined since issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant reported an automated impella controller on connect. The automated impella controller was observed on connect to have two malfunctions. The battery depleted and the display was distorted/rolling. There was no harm or injury noted from these issues. The instructions for use was followed, and the team used a backup controller for patient use.